Manufacturer narrative:
Result: the distal tip of the indigo system aspiration catheter 6 (cat6) was ovalized and the distal shaft was ovalized approximately 1.0 and 3.0 cm from the distal tip. Conclusion: evaluation of the returned device revealed that the distal tip of the cat6 was ovalized. This type of damage typically occurs due to improper handling during preparation. If the distal end of the device is pinched during removal from the packaging or insertion, damage such as this may occur. Cat6s are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital technician noticed that the distal tip of the indigo system aspiration catheter 6 (cat6) was bent. The damaged cat6 was found prior to use and was not used for the procedure. The procedure successfully continued using a new cat6.